Event description:
During a third molar surgery the sgs-e2s handpiece overheated unexpectedly, and the patient received a thermal burn injury to their lip. The patient's injury was treated at the time of the incident without need for additional treatment.